Event description:
Air noted in line of the prisma filter during cvvh treatment. After the machine alarmed that the filter was clotted, blood was noted leaking externally from the access pressure pod. The filter was changed and the treatment was resumed. No injury to the patient.